Event description:
After opening the package, the infiniti catheter was noted to be damaged. There was no difficulty removing the device from the package. The damage reported was explained in more detail. The tip was separated into two pieces.

Manufacturer narrative:
The complaint reported states that during use the infinity catheter separated prior to use. After opening the package, the infiniti catheter was noted to be damaged. There was no report of injury for the patient. To date no further information has been available. One non sterile 6fr diagnostic catheter was received coiled inside a plastic bag. The brite tip was received damaged (cut). No more anomalies were found. During the manufacturing process of the catheter there's no tool or equipment in place that can make this type of damage on the tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The damage reported by the customer was confirmed. However, the exact cause of the failure could not be determined. Controls are in place to prevent this type of failure from leaving the facility, refer to manufacturing work instruction (B)(4). No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. The complaint of separated was confirmed; however, the exact cause of the damage could not be determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what other factors may have contributed to the confirmed failure.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.the product is available for analysis. Additional information will be submitted within thirty days upon receipt.